Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to an unlocked keypad connector on an lcd board. The device was unable to undergo functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests due to unresponsive buttons. The following cosmetic damage was also noted: cracked case at a display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; one of the buttons on her pump is unresponsive, so she cannot access the main menu. The patient's blood glucose at the time of incident is unknown; however, she did have to go to the ER earlier that day for hypoglycemia. Later that day she was released from the hospital and her blood glucose was 475 mg/dl, which she brought down to 325 mg/dl with a manual insulin injection. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.